Event description:
While trying to withdraw the stent into the guiding catheter (contrary to IFU) the stent caught and pulled off the balloon. The physician snared the stent; however, trying to snare the stent to the femoral artery to the sheath, the physician lost control and left the stent in the branch of the femoral artery. Another stent was deployed to stablize/compress the dislodged stent to the artery wall. Reportedly the pt is fine.